Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 1/12/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported sharp pains radiating down leg and buttock, inability to ambulate without assistive device and a hematoma after the revision surgery. Medical records reported pain, limping, shoe osteolysis, retroacetabular osteolysis and proximal femur osteolysis. Primary surgical report noted blood loss of 800ml without reason or cause of blood loss. Revision surgical report noted osteolysis was reason for revision. There was no documentation of severe rash or metal debris within the medical records reviewed. There were no metal ion lab results to determine levels within records. Stem being added for allegation of elevated metal ions. Part/lot updated. The complaint was updated on: feb 2, 2016.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. Review of the femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 01/12/2016 - der states patient was revised to address a femoral stem fracture. Complaint was updated feb 2, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort, a severe rash due to elevated metal levels, and toxic cobalt-chromium metal debris to be released into the tissue.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.